Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, during the non-heated phase of the procedure, the sheath was punctured by the tenaculum. Room temperature saline was observed leaking from the hole in the sheath. The procedure was completed with another of the same device. No patient complication was reported as a result of this event and the patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device revealed that there was a hole present on the sheath probe approximately 6.8cm from the distal tip. Residue was also found in the sheath assembly. As a hole was observed in the sheath during analysis of the returned device, the complaint incident was confirmed. Since the event description stated that the sheath was punctured by the tenaculum during the procedure, the most probable root cause for the complaint is caused by other device.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, during the non-heated phase of the procedure, the sheath was punctured by the tenaculum. Room temperature saline was observed leaking from the hole in the sheath. The procedure was completed with another of the same device. No patient complication was reported as a result of this event and the patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.